Event description:
Physician was performing a laparoscopic myomectomy, using an auto suture endostitch. The needle popped off in the abdomen as it was detached from one side. Physician tried to retract it from abdomen. When it popped off surgeon had to open abdomen for a minilaparotomy. Abdomen searched manually, and x-rayed x 3. Needle not located.